Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was implanting an abre stent for treatment of a fibrous lesion in the proximal region of the common iliac vein. The artery was 18-20 mm in diameter. A 10 fr non-medtronic sheath and a non-medtronic guidewire were used. The vessel was pre-dilated. The device did not pass through a previously deployed stent. Moderate resistance was encountered during advancement of the device. It was reported the thumbwheel was very difficult to turn. Extreme force was needed to get the stent to fully deploy. Thumb wheel was easier to turn after 3/4 of the stent was deployed. After the stent was fully deployed, shortening of the stent was observed. The length of the deployed stent in the vessel is not known. The stent was expanded with balloon. No patient injury reported.